Manufacturer narrative:
The device was received by baxter medina, and an evaluation was completed. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false downstream occlusion alarm. Service evaluation verified the false downstream occlusion alarm. The cause was determined to be an out of specification force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device displayed a false downstream occlusion alarm. No additional information is available.